Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00305 on 22-nov-2023. Siemens filed the first supplemental MDR 2432235-2023-00305_s1 on 27-dec-2023. Additional information (08-jan-2024): the customer provided additional information, and siemens updated section b6. Siemens completed the investigation regarding the customer's observed reproducibility of elevated atellica tnih (high-sensitivity troponin I) results for several samples on a particular patient, which were low/normal on an alternate method. Troponin I and troponin t are different methods and may not produce similar results based on antibody binding, assay sensitivity, and specificity. Siemens verified the quality control was within the expected range, and no other samples were affected. The patient's samples were returned to siemens for testing. The results with atellica tnih were elevated (137-768 pg/ml), and treatment with hbt did not lower the results, indicating that a heterophile antibody did not cause the elevated results. The customer noted the patient had recently completed a marathon, and there are studies published in the literature that correlate marathon running with an increase in troponin I results above the reference interval. Siemens concluded that per the tnih IFU (information for use), there are cardiac and non-cardiac conditions that can cause an elevation in troponin I in the absence of myocardial infarction. The atellica im 1600 analyzer performs as specified, and no further action was required. Siemens updated section h6 (type of investigation, investigation findings, and investigation conclusions) to reflect the additional information.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00305 on 22-nov-2023. Additional information (05-dec-2023): siemens received additional test results for the patient sample and updated section b6. Siemens is evaluating the event.

Manufacturer narrative:
The customer obtained a falsely elevated tnih (high-sensitivity troponin I) result for one patient on an atellica im 1600 analyzer with serial number (B)(6) and reported the result to the physician(s). The customer noted that the result was from a 23-year-old man who ran a marathon without cardiac complaints, and the tnih result of 610 ng/l is considered high. A few days later, the customer performed repeat testing on an alternate laboratory and platform to confirm the correct results and obtained a negative result. The customer analyzed a second sample from the patient, and the tnih result was 331 ng/l. The customer repeated the second sample on an atellica analyzer, and the tnih resulted in 351ng/l. Both samples were frozen. The customer informed siemens that the period between the exercise and the troponin I test is unknown. After the patient ran a marathon, myoglobin (myo) and creatine kinase mb (ckmb) were not tested. Troponin (tnt) testing on an alternate platform was not analyzed on the sample from (B)(6) 2023. The presence of hetero ab (heterophilic antibodies) was tested with a dilution ½ (raw data in attachment), and the value of tnih was also divided by two, so there was no presence of hetero ab, and there is no sample available for analysis. The lab has more than 1ml of sample from (B)(6) 2023, for further analysis. Siemens is evaluating the event.

Event description:
The customer obtained a falsely elevated tnih (high-sensitivity troponin I) result for one patient on an atellica im 1600 analyzer with serial number (B)(6) and reported the result to the physician(s). The customer noted that the result was from a 23-year-old man who ran a marathon without cardiac complaints, and the tnih result of 610 ng/l is considered high. A few days later, the customer performed repeat testing on an alternate laboratory and platform to confirm the correct results and obtained a negative result. The customer analyzed a second sample from the patient, and the tnih result was 331 ng/l. The customer repeated the second sample on an atellica analyzer, and the tnih resulted in 351ng/l. Both samples were frozen. There are no known reports of patient intervention or adverse health consequences due to the event.